Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a triclip procedure was performed to treat grade 4-5tricuspid regurgitation (tr). One xtw clip was delivered. After delivery of the first clip, the physician removed the clip delivery system (cds), as they were getting ready to enter the guide catheter with the second clip, the physician went to put negative on the guide catheter and realized the steerable guide catheter (sgc) was no longer responding to negative. A second scg was prepared and used in replacement. The physician then went in with a second xtw in an attempt to place it on the anterior septal leaflets in the mid position. The patient had two ventricular pacemaker leads. As they were setting up their position, there was some interaction with one of the leads. The physician unintentionally moved one of the leads from a posterior position towards the clip that was in place. As they were setting the trajectory for the second clip, it was realized that lead was interacting with the xtw that was already implanted. On fluoroscopy it appeared that the lead was wedged into the tail end of the clip arms and was moving with the clip on every heart beat. The second clip was not implanted. Tr was reduced to grade 2-3.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported positioning failure (straighten - unable) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.